Event description:
It was reported the patient presented to the or with low, out of range, low voltage lead impedance on the atrial channel. Header issue was suspected. Lead was imaged with no anomalies found. The device was explanted.

Manufacturer narrative:
The reported low atrial lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported low atrial lead impedance could not be determined.